Event description:
Insertion post from dental implant could not be detached. Dental implant could not be placed during surgery.

Manufacturer narrative:
Insertion post from dental implant could not be detached. Dental implant could not be placed during surgery. Product evaluation concluded that insertion post could be detached with foreseen torque. There was no product problem dentist should have consulted IFU j8000.0327 for adequate handling of the product and procedure.